Event description:
Consumer stated that they were getting many readings that are not accurate. Analysis run on clark error grid using mean avg. Reading (212) vs. Bd readings (23, 400) yielded data points in the e range of the grid, ouside acceptable limits.